Event description:
Pt reported experiencing evevated blood glucose of 449 mg/dl. On 05/18/06, he experienced elevated blood glucose levels, but he thought he was getting sick. Pt did not describe symptoms associated with the elevated blood glucose. On one day after every date, he switched to injection therapy as he was unable to administer a bolus into the air with the old tubing. On one day later, he changed the tubing and resumed the use of the infusion device. He was able to prime the new tubing successfully. At the time he started to experience the elevated blood glucose levels, he had just replaced the infusion headset. Pt disconnected from the new headset and successfully administered a 5 unit bolus into the air. Pt was comfortable with keeping the infusion device. No medical assistance was necessary. Infusion set was requested to be returned for evaluation.